Manufacturer narrative:
Initial MDR 2517506-2021-00160 was filed 27-jul-2021. Additional information (02_aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data log. Quality control and calibration were within acceptance range and no similar issues were noted with other patient samples indicating that the system and assay were performing acceptably. The instrument sample aspiration profile for the initial tni result was atypical. The cause of the event is unknown. The system is fully operational. The device is performing within specification. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated cardiac troponin I (tni) result obtained on a patient sample on a dimension® exl¿ with lm system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni) patient result was obtained on a dimension® exl with lm system. The discordant result was reported to the physician. The sample was reprocessed on the original dimension exl system, an alternate dimension exl system, and a non-siemens system and lower cardiac troponin-I (tni) results were obtained. The lower cardiac troponin-I (tni) repeated results were considered correct. A corrected report was issued. There were no known reports of adverse health consequences due to the discordant falsely elevated cardiac troponin I (tni) result.